Manufacturer narrative:
An event of inability to implant a device at the annulus and a resistance felt while parachuting was reported. A more comprehensive assessment, including dimensional analysis of the valve could not be performed as the device was not returned for analysis. The sizing and annular dimensions of the valve were not provided by the field. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The cause of the inability to fit the valve into the annulus could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 21mm stented porcine, aor, epic supra was attempted to be implanted in aortic valve replacement procedure. The device was size using a sizer set; however, the device did not fit into annulus. Aortic annulus was torn at the first attempt but was treated with a pericardial patch. A 21mm non-abbott device was used instead to continue, and it was implanted. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.